Event description:
It was reported the programmer keeps turning off randomly during use. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to replicate programmer randomly turning off during use, however, the programmer logs were evaluated, a corruption check disc was ran, and data drive corruption was found. Analysis also found the keyboard latch tab was broken, keyboard was missing a screw, printer drawer was missing the side lever, and power supply was intermittently noisy. Dark curved line was observed in the right side of lcd (liquid crystal display); lcd found out of electrical specification. (B)(4).